Event description:
It was reported that the pt lost stimulation. The ipg was unable to communicate with the pt programmer and the charger. A different charger was tried with the same result. X-ray suggested no ipg anomaly. It was reported that the pt is scheduled for a device replacement. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.